Event description:
I use a carefusion 50-7510 pleurx drainage system to remove fluid from my mesothelioma-infected right lung. On july 12, we had just inserted the pleurx vacuum bottle access tip into my chest catheter when the connection between the catheter and the pleurx bottle (the "access tip") began to leak. We quickly disconnected the bottle and connected a fresh one. That stopped the leak. Inspection of the failed access tip revealed a probable mfg defect. The small tube that gets inserted into my chest catheter had an oblong opening in the tube. That defect permitted my pleural fluid to leak out onto my clothing and air to enter the catheter / vacuum bottle tubing. I am concerned that I might have been at risk from an embolism caused by the pleurx device. I am attaching pictures of both the defective "access tip" and the pleurx 50-7510 drainage kit (lot 0001274435) so that this scary event may be properly investigated. Air leak - pleural catheter. FDA safety report ID# (B)(4).